Manufacturer narrative:
Batch review performed on 18-dec-2019. Lot 1904290: (B)(4) items manufactured and released on 15-jul-2019. Expiration date: 02.07.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-primary 02.07.0214psf tibial insert ps fixed # 2/14mm lot. 150810 (k090988). Batch review performed on 18-dec-2019. Lot 150810: (B)(4) items manufactured and released on 07-oct-2015. Expiration date: 20.09.2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-primary 02.07.1202r tibial tray fixed cemented # 2 r lot. 1902697 (k090988). Batch review performed on 18-dec-2019. Lot 1902697: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 05.10.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
During the primary knee surgery, when the surgeon was attempting to implant the insert p.s. 14mm s2, it was observed that the poly would not seat. After 20 minutes, the agent opened up another insert p.s. 14mm s2 poly to use. This poly would also not seat. 20 minutes later, the agent opened a insert p.s. 17mm s2 poly, and it seated. There was a 45-minute delay in the case and additional anaesthesia was used.